Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (nonfunctional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted blue (+5v) wire and violet (agnd) wire in the cable connecting the ECG a, ECG b, and the front therapy electrode. The cable showed signs of physical abuse. The root cause for the shorted wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had nonfunctional ecgs.